Event description:
Additional information was received from the patient. They reported that a year or more ago, they stood or twisted or did something and felt the wires move. They also thought the ins may be depleted because the programmer was not communicating with the ins. They stated they have something neurological going on. They wanted to have the whole device removed and were redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1alvy, implanted: (B)(6) 2016. Product type lead. H6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the reported issues were not resolved. The patient weight was less than (B)(6).

Manufacturer narrative:
Date of event: event date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va1alvy, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt it wasn¿t working, they were having fecal leakage. Syncing with the programmer showed the stimulation was on at 1.7v on program 4. The patient increased on program 4 all the way to 8.5 and felt nothing. The patient switched to program 1 and could hardly feel it at 7.2v. The patient switched it to program 2 and 3 and went to 8.5v and felt nothing. The patient stated they could¿ve had a fall that was related to the issue, but they didn¿t remember. The patient also reported that in the last 2 weeks they noticed they felt the wires had moved. The patient was redirected to their healthcare provider to have the system checked. The patient noted the changes in therapy were gradual and started probably within the last several months. No further complications were reported.